Manufacturer narrative:
The device was received not deployed. Data obtained from the device shows that the device generated an 0x5c, open count too low at end of prime, alarm. Time outs and drive stalls were observed indicting the ratchet gear was not rotating as expected. The device was successfully paired with a pdm, completed priming, and delivered a 5u bolus. The rerun test did not reproduce the 0x5c alarm, time outs, or drive stalls but rotational sensor errors were observed. These rotational sensor errors were not reoccurring during the rerun and did not prevent the device from deploying or delivering the 5u bolus. Inspection of the commutator cap found contamination. It was determined that the reported needle mechanism deploying early did not occur. The cause of the 0x5c alarm and the subsequent time outs and drive stalls could not be conclusive determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn.